Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026, leading to hyperglycemia and symptoms of fatigue. The blood glucose level was 323 mg/dl. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.